Manufacturer narrative:
Corrected information: a5, a6 - inadvertently submitted with default selection- corrected to blank plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient with was hospitalized on (B)(6) 2021 for fluid retention. Upon follow up, a discharge summary was provided. The document states the patient presented to the emergency room (ER) on (B)(6) 2021 due to uncontrolled hypertension (htn), hyperkalemia (value not provided, treated with veltassa), hypervolemia, acute pulmonary edema (pe) and respiratory failure caused by fluid overload. The patient was given intravenous (IV) bumex in the emergency room (ER) and was admitted for treatment. The patient¿s dialysate composition was altered to include additional 4.25% dextrose dialysate, and the patient underwent continuous cyclic peritoneal dialysis (ccpd) with good relief of symptoms. The patient was prescribed oral minoxidil 5 mg twice daily, valsartan 160 mg twice daily, and bumetanide 1 mg twice daily to assist in controlling the patient¿s hypertension, and the patient was discharged on (B)(6) 2021 in stable condition. The patient¿s pd registered nurse (pdrn) confirmed the patient was not utilizing 4.25% dialysate often enough to achieve the required fluid removal and was provided retraining. Additionally, it is well known the patient is non-compliant with dietary restrictions. The patient did not require hemodialysis while hospitalized and has recovered from the events. The pdrn stated the patient returned home and resumed utilizing the same liberty select cycler as before the events. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for uncontrolled htn, hyperkalemia, hypervolemia, acute pe, and respiratory failure. The pdrn attributed causality to the patient not utilizing enough 4.25% dialysate, to provide the ultrafiltration the patient required. Therefore, the patient pd prescription was altered to include additional 4.25% and retraining was provided. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Hypervolemia and fluid overload are common and often preventable processes in esrd patients. Patient related considerations, such as non-compliance, are significant contributing factors. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues following discharge. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient with was hospitalized on (B)(6) 2021 for fluid retention. Upon follow up, a discharge summary was provided. The document states the patient presented to the emergency room (ER) on (B)(6) 2021 due to uncontrolled hypertension (htn), hyperkalemia (value not provided, treated with veltassa), hypervolemia, acute pulmonary edema (pe) and respiratory failure caused by fluid overload. The patient was given intravenous (IV) bumex in the emergency room (ER) and was admitted for treatment. The patient¿s dialysate composition was altered to include additional 4.25% dextrose dialysate, and the patient underwent continuous cyclinc peritoneal dialysis (ccpd) with good relief of symptoms. The patient was prescribed oral minoxidil 5 mg twice daily, valsartan 160 mg twice daily, and bumetanide 1 mg twice daily to assist in controlling the patient¿s hypertension, and the patient was discharged on (B)(6) 2021 in stable condition. The patient¿s pd registered nurse (pdrn) confirmed the patient was not utilizing 4.25% dialysate often enough to achieve the required fluid removal and was provided retraining. Additionally, it is well known the patient is non-compliant with dietary restrictions. The patient did not require hemodialysis while hospitalized and has recovered from the events. The pdrn stated the patient returned home and resumed utilizing the same liberty select cycler as before the events. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.